Event description:
User facility mandatory medwatch received that stated; "the pt went home with a gemstar infusion pump with 5fu infusing. Around 3 a.m. The next day, the pt awoke and found the gemstar tubing broken close to the filter site." Upon further query, the following info was provided that indicated a tubing separation; subsequently a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver 5fu. At approx 0100, the delivery was initiated at the ambulatory treatment center and the homecare pt was sent home. At 0300, the pt noted the tubing had separated from the filter. The pt clamped the tubing and notified the user facility. The pt cleaned up the solution that leaked according to the facility's homecare protocol. At 0700, the pt returned to the ambulatory treatment center and the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.